Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was spiked 10 times with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were particles floating in media bags due to coring by an interlink. The customer stated that the rubber septum of the interlink injection site adapter was being cored when accessed more than five times by a 16 or 18 gauge non-baxter needle. This occurred during competency training of the facility staff for making media. There was no patient involvement. No additional information is available.